Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with the insulin pump's keypad. The customer stated there was an abnormality with the keyboard but did not specified the issue. Customer's blood glucose level was not reported. The product will return.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to moisture damage on the keypad traces. The insulin pump had a cracked case at display window corners, battery tube threads, reservoir tube lip, broken belt clip slot and minor scratched display window. The insulin pump was received without original battery cap, we were unable to verify damage to original battery cap.